Manufacturer narrative:
The reported event is confirmed, packaging related. Four photo samples were submitted. The ureteral stent was returned in the opened original packaging. Visual evaluation of the photo samples noted 4.7 fr. X 26cm marked on the packaging and the complaint lot visible in two photos, the other two photos submitted show the body of the stent with 6f x 26 cm marked on the product. Visual evaluation of the physical sample noted 4.7 fr. X 26cm marked on the packaging and 6f x 26 cm marked on the product. Using a french gage, the stent was confirmed to be 6fr. As indicated on the sample. A potential root cause for this event could be, "wrong line clearance". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that there was a ureteral stent of french size six inside the kit upon opening. Per additional information via email from ibc on 29mar2022, it was stated that each hospital received one product. The samples received had engraved 6fr on the stent.

Event description:
It was reported that there was a ureteral stent of french size six inside the kit upon opening. Per additional information via email from ibc on 29mar2022, it was stated that each hospital received one product. The samples received had engraved 6fr on the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.